Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/29/2021. H6 component code: g07002 no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that two unopened samples of product code ep8811 were received for evaluation. Visual inspection of two unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: were the "sutures separated from needle" during use on the patient? Or were they separated upon handling/dispensing before use on the patient? Or was it found detached inside on the package? During use. Could you please confirm the quantity of devices that presented "suture separation from needle" during this single procedure being reported? Customer is unable to provide exact number. Were there any patient consequences? No. Was the procedure completed successfully? Yes. Procedure name? Customer did not provide further details. Event date? Customer did not provide further details. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Note: events reported in 2210968-2021-04826.

Event description:
It was reported that a patient underwent an unknown surgery in 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.